Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for inability to advance the delivery system and crimped valve through the esheath plus was unable to be confirmed as no device/imagery were provided. Available information suggests patient factors (calcification) likely contributed to the event. As reported, the patient had 'calcium'. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The difficulties advancing the devices into the first esheath may have cause or contributed to t he small iliac artery dissection treated with angioplasty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : the devices will not be returned.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, there were difficulties advancing the valve and commander delivery system into the 14 fr esheath plus. The valve would not cross the calcification on the iliac artery. The valve and esheath plus were removed. A second system was prepped. The valve was advanced with some extra push force but did pass through the iliac artery calcification and was implanted without difficulties. Upon removal of the devices, an angiography of the femoral artery showed a small dissection. The right iliac was ballooned and flow was restored. Ballooning of the artery returned the vessel to normal appearance and flow was improved. Devices will not be returned. The physician felt this difficulty was due to patient's pad (peripheral artery disease) and calcium. As there was high push force during the unsuccessful attempts to advance the valve through the first sheath, the injury will be captured against the first sheath.